Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending (lad) coronary artery with moderate calcification, no tortuosity and 90% stenosis. The 3.00 x 12mm nc trek neo balloon dilatation catheter (bdc) was advanced to the lesion with resistance. The bdc was inflated two times for 10 seconds. It was noted that balloon inflation was difficult. A third inflation was performed at 18 atmospheres and a balloon rupture occurred. A non-abbott balloon was used to complete the dilatation and a non-abbott stent was implanted to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.